Manufacturer narrative:
(B)(4). (B)(6). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14g030 was manufactured from july 21, 2014 to july 23, 2014. The device was received for evaluation. A visual inspection on the device (via the naked eye) revealed a solid white particle, between 1.11 and 2.52 mm in length, floating in the fluid pathway of the reservoir. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ft-ir) spectrophotometer scanning. The reported condition was verified, however the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that balloon of a small volume intermate had particulate matter. This was noted after the device was filled with a ceftadizime solution. There was no patient involvement. No additional information is available. This is report 4 of 6.